Manufacturer narrative:
It was reported to abbott that the patient had an ipg revision due to inoperable ipg. The patient programmer showed error 2501 and the charger could not locate the ipg. The patient had not charged the ipg in over a year; event date unknown. Patient had a surgery and then never did start charging the ipg again. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was without stimulation as the implantable pulse generator (ipg) was non-functional. Patient had not charged the device for an extended period of time following an unrelated surgery. Device was unable to communicate with external devices. Ipg was explanted and replaced with a recharge-free ipg.